Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a surgery, when the device was connected to the lumbar catheter (silascon lumbar catheter manufactured by kaneka, product code: 702-jj), a hakim valve was passed subcutaneously from the puncture site toward the relay point with an in-line passer, and the reservoir was pushed from above the skin to check the flow, there was no dripping. Once the valve was disconnected from the lumbar catheter, the flow could be confirmed in the lumbar catheter. When reconnected to the product, no flow from the catheter at the distal end of the valve could be confirmed. Therefore, the procedure was completed with a replacement product available. Surgical time was extended less than 30 minutes. No csf leakage occurred as csf flow was not observed from the valve. Csf flow was observed from the lumbar catheter made by another company. The patient has recovered.

Manufacturer narrative:
The 825422 chpv wide inline sg was returned for evaluation. DHR review: the product code: 82-5422 with lot :5255383, conformed to the specifications when released to stock. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, and siphon guard. The valve failed the test for reflux and pressure. The valve was disassembled. The valve was visually inspected under microscope with the appropriate magnification: biological debris was noted on the ruby ball. The possible root cause for the problem reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of the investigation no occlusions were noted with the valve. The root cause for the failed reflux test is due to the biological debris found on the ruby ball that was stopping the ball from being seated correctly. The root cause for failed pressure test is due to the biological debris found on the ruby ball that was stopping the ball from being seated correctly.

Event description:
N/a.